Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Clear passage testing and clamp function testing were performed with no issues noted. The uv spike outer diameter was measured and found to be within specification. Visual inspection and leak testing revealed a cut in the tubing. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a leak inside of the twist clamp of a uv flash transfer set. This observation was made outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.